Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the belt receptacle was missing and unable to run detect and treat due. The root cause for the missing connector was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.